Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an arteriovenous (av) fistula surgery, while suturing a vessel, the needle broke. Opened another suture to complete the procedure. There was no patient injury.